Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 310.284, lot: 6l18715, manufacturing site: bettlach, release to warehouse date: september 18, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Pre investigation statement: after unpackaging at customer quality zuchwil no visual "yellowish liquid" could be identified. Hence, the devices were decontaminated as per our procedure. Visual inspection: we received one (1) depth gauge and two (2) drill bits back for investigation. Visual inspection of the returned devices performed at customer quality (cq) has showed that no visual evidence of the "yellowish liquid" could be identified. In general, the returned devices are in a used condition and are fully functional as per design intended. All laser etching are good legible and no discoloration could be detected. All features related to the reported complaint condition were reviewed and no other issues were identified. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Dimensional inspection: not applicable for complaint condition. Summary: this complaint was not able to be confirmed for the reported condition of "yellowish liquid" substance. A definitive assignable root cause for the reported condition of "yellowish liquid" substance could not be determined based on the received devices. Hence, our analysis leads to the conclusion that there are no findings which could explain the residues as reported. Finally, we conclude that during the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for ulna proximal end fractures with the depth gauge and drill bits. Prior to the surgery, a yellowish liquid was adhering to the gauze at the bottom of the sterilization container that contained one (1) depth gauge, and two (2) drill bits. The three devices were washed and sterilized again. Delivery time to the hospital was rescheduled, and the operation was successfully completed without any delay. This report involves one (1) 2.8mm drill bit/qc/165mm. This is report 1 of 2 for (B)(4).